Manufacturer narrative:
Intuitive followed up again and confirmed that instrument was sent back. However, intuitive has not received the product involved with the alleged issue to perform failure analysis at the time of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The site provided images of the instrument proximal end with no obvious damage. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon was using the vessel sealer extend (vse) instrument to skeletonize the distal part of the colon in order to create space for stapling. While using the vse instrument, the jaw of the instrument got stuck and could not close anymore although the surgeon was effectively closing his fingers on the surgeon side console (ssc). The surgeon tried to remove the flesh from the jaw but to no avail, the jaws were stuck in the open position. Eventually the surgeon tried to continue the procedure with the maryland bipolar forceps instrument, but the surgeon could not get the same output and after five minutes, the surgeon switched back and asked the surgical staff to provide a new vse instrument. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the information provided with the reported event is accurate. It was confirmed that the jaws of the instrument remained open. There was some tissue, necrotic, in the jaw of the instrument and the surgeon believed that something hard was possibly stuck there. So, with the bipolar instrument, the surgeon removed the tissue but that did not resolve the issue. There was no patient injury due to this reported issue. There was no unexpected tissue removed.